Event description:
Percutaneous coronary intervention (pci) was being conducted to treat a lesion in the proximal left circumflex that was described as an "easy lesion." The vessel's calcification and tortuousity were unknown as well as the percentage of stenosis. Direct stenting was being performed with a 3.5x13mm cypher stent. When the lesion reached the target site, negative preparation was being performed and the physician felt the pressure was leaking from the balloon. Leakage was suspected from the device. Nevertheless, the physician continued the procedure and while inflating the balloon catheter to 16 atmospheres (atm), the balloon ruptured while the pressure was increasing. Therefore, post-dilation was conducted with a 4.25x13mm fortis balloon to fully dilate the cypher stent. The procedure was successfully completed and the stent was deployed. The stent delivery system (sds) will be returned for analysis.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also available for testing and evaluation, but has not yet been received for evaluation as of this writing.